Event description:
The facility representative reported a colleague infusion pump with failure code 814:04 on channel c. This condition had the potential to interrupt delivery. The reported condition occurred upon power up in the emergency room. There was no report of patient involvement, injury or medical intervention necessary. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 814:04 on channel c was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. Additional information: this issue has been escalated to CAPA. A service history review revealed no previous service events were related to the reported condition.